Event description:
Pt admitted for egd and biopsy with radial jaw 3. Forcep hinge broke and would not allow forcep to close. After multiple manipulations in attempt to close forcep without working handle, the scope was removed with the forcep in the channel with the jaw open. Caused abrasion of the esophagus.